Event description:
Forty nine months after undergoing the cypher stent implantation, the patient was admitted with st elevation (mi) myocardial infarction. The risk factors consisted of previous (pci) percutaneous coronary intervention, current tobacco use, treated and controlled arterial hypertension and previous mi greater than seven days. Prior to the procedure, the patient had ventricular fibrillation that required defibrillation four times, and then the patient went into atrial fibrillation. Initial rhythm was third degree av block. During the procedure, two 6french sheaths were inserted in the patient, one in the right femoral artery and the other in the right femoral vein. The angiogram showed a normal left main and left anterior descending artery. The first obtuse marginal has a proximal subsection with 70% stenosis with 20mm in length. The mid rca had a proximal subsection of 100% stenosis with stent fracture of the 33mm cypher stent that was reduced to 0%. The pre procedure timi flow was zero. The lesion was diagnosed as moderate risk lesion. Post procedure the timi flow was iii. (Ivus) intravascular ultrasound showed good stent apposition.

Manufacturer narrative:
Devices utilized of boston scientific 2.5x15mm maverick balloon that was inflated to 10 atmospheres x 3 times for 53 seconds. Guidant 3x23mm vision stent deployed at 12 atmospheres for 20 seconds, and a 3.25x15mm guidant powersail balloon inflated to 10 atmospheres for 75 seconds x5 times. Ivus catheter. Medication given were visipaque (320) 85ml, lidocaine 1%, amiodarone 150mg/100d%w) 150 mg IV drip, integrilin bolus 4.5ml IV, benadryl 50mg IV, solumedrol 125mg IV, heparin 2000units IV and amiodarone (900/500ml dew) glass bottle 33.3ml/hr IV. The final recommendation was to continue iib/iia medication for 18 hours. Continue with aggressive risk factor modification and medical therapy. Admit to intensive care unit for monitoring. The sheaths will be removed when act is less than 150 seconds. Plavix 75mg x 12 months if tolerated, and smoke cessation was encouraged. Approximately four months after undergoing stent placement, the patient was admitted with acute non-st segment elevation myocardial infarction. The patient underwent angiography of the left ventricle that showed normal left ventricular size and systolic contractility. Left main trunk was normal. The lad was relatively large and wrapped around the apex, additionally minor luminal irregularities in the mid-segment only. The diagonal branches are relatively small but appear to be free of obstructive disease. The left circumflex consists of two large marginal branches and an atrial branch. The rca was dominant and minor luminal irregularities in the mid segment. The stent in the proximal/mid segment is widely patent with no instent restenosis. The right renal artery is widely patent. The site of stent deployment in its proximal segment is patent with no evidence of restenosis. No complication were noted during this procedure, however the physician indicated that the etiology of the elevated cardiac enzymes were not known, but possibly, the patient may have suffered a thrombus site of the rca after discontinuation of plavix four days prior to this admission. The patient was started on ticlid 250mg twice daily, since the patient had gastrointestinal intolerance to plavix, which is the reason for discontinuation. During the procedure, the patient received valium 4mg, xylocaine 1% and optiray contrast. Devices utilized during this procedure consisted of 5french jl4 and a 6french jr4. Two days after the index procedure the patient underwent arteriography of the target site that showed a widely patent rca. There is some spasm secondary to the catheter proximally that was reduced with intracoronary nitroglycerin. The impression for this procedure indicated that there was no evidence of thrombus or dissection of the rca. The catheterization procedure reports indicated that during the index procedure, the female patient with unknown weight was admitted with unstable angina pectoris. The patient underwent selective coronary arteriography, intracoronary, nitroglycerin infusion, and (pci) percutaneous coronary intervention of the (rca) right coronary artery. The selective arteriography showed normal left trunk, the (lad) left anterior descending artery was relatively large, wrapping around the apex, and minor irregularities in the proximal and mid segment only. No other significant disease was noted. The diagonal branches were quite small, but appear normal. The left circumflex consists of two large marginal branches, an av groove branch and an atrial branch were normal. The rca was dominant, and had a 95-99% obstruction in the proximal segment. Distally, the rca appeared to be free of obstructive disease. After the diagnostic procedure, the patient was given weight based heparin and integrilin. A 6french jr 4 guiding catheter was positioned in the rca. 250mcg of nitroglycerin was directly infused into the rca. A .014" extra support guidewire was position in the distal segment of the distal rca. Followed by a 2x15mm cross sail balloon positioned at the site of obstruction and dilated to 18 bards for 37 seconds and 18 bars for 7 seconds. The balloon catheter was removed and 150mcg of nitroglycerin was infused. A 3x33mm cypher (sds) stent delivery system was positioned at the target site and the stent was deployed at 14 bars for 60 seconds. The sds was removed and selective arteriography was repeated that showed 0% residual stenosis. No complications were noted. Other medication given during the index procedure consisted of valium 3mg, xylocaine 1%, and optiray. Devices utilized consisted of 5french jl4, 5french jr4. Recommendation consisted of plavix 75mg for one year and aspirin 325mg daily. Continue treatment of coronary risk factors. This patient experienced stent fracture and restenosis post cypher stent implantation. Medical history included hypertension and active smoking. The initial procedure was done in the setting of unstable angina. One 3.0/33mm cypher stent was implanted in the proximal-to-mid segment of the rca to treat a 95-99% de novo "long lesion"; actual lesion length was not provided. The stent was deployed at 14atm leaving no residual stenosis. No complications were reported. Three days later, a "re-look" of the rca was done, which demonstrated a widely patent stent with no evidence of thrombus or dissection and she was discharged on asa and plavix. Four months later, she was readmitted with acute non-stemi. Angiography demonstrated that the cypher stent remained widely patient with no in-stent restenosis and no other flow limiting obstructions. The physician concluded that he was "not sure of the etiology of the elevated cardiac enzymes. Possibly, she may have had a thrombus at the site of the right coronary stent - after discontinuation of plavix four days ago." Ticlid was started, as the patient had a gi intolerance to plavix. Approximately 4 years after the initial stenting procedure, she was re-admitted with stemi and treated for 100% stenosis of the mid-rca at the site of a stent fracture (prior 33mm cypher). Treatment included balloon dilatation and placement of a non-cordis bare metal stent. This resulted in 0% stenosis. The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. A procedural cd was not provided; therefore, it is difficult to determine if vessel motion may have played a factor in the stent fracture; however, lesion length may have contributed to the event.